Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the customer reported the wireless footswitch was unable to connect to the base station. According to the additional information acquired, the procedure was completed as planned using the wired footswitch. A philips remote service engineer (rse) connected with the customer and was notified that the wireless footswitch (wfs) had connection issues. A philips field service engineer (fse) inspected the system on-site and identified sporadic connection issues and a defective control button on the wfs. To resolve the issue, the fse replaced the wfs. After the replacement, the system was returned in good working condition. The wfs was returned for further analysis. Testing revealed that a control button on the wfs was not functioning as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.